Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. Customer's blood glucose was 526 mg/dl at the time of incident. The customer reported feeling nauseous and had a headache from their blood glucose. Customer also reported a check settings alarm on the insulin pump. It was also found the customer had a no delivery alarm during an attempted bolus. Troubleshooting found insulin was able to exit during a fixed prime. It was also found the cannula was bent upon removal of the infusion set. Customer declined to return the insulin pump for analysis.